Event description:
It was reported that during a low anterior resection procedure, the device would not remove after firing. Tissue had to be excised to release the device. There were no additional pt consequences.